Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned yet.

Event description:
It was reported the PICC was inserted by a consultant anaesthetist who is an experienced placer but is unfamiliar with this product. The stylet/guidewire was not removed post procedure. The anaesthetist and other physicians could not find the guidewire and upon reviewing the user guide, they did not see the term guidewire as referred to as stylet in the documentation. The PICC was used with guidewire in situ for five days before this was recognized.